Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a procedure, the needle separated from the device while inside the patients abdomen. The surgeon was able to find the needle and extract it out of the body through the laparoscopic port.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for each device, indicating proper alignment of the jaws when toggling the needle. Both blades were observed to be bent. Functional testing was precluded due to the observed damage. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A secondary condition of bent blades was noted. Should new information become available, the file will be re-opened.